Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the performed investigation could not detect any material faults. The present pedicle screw was fatigued by cyclic overloading. The overloading caused the screw to fail by a fatigue fracture mechanism. The observed fatigue striations and secondary cracks on the entire fracture surface are an unequivocal indication of a fatigue fracture. The fatigue crack initiated at the zone of the highest flexural strain and propagated through the screw thickness gradually diminishing the load bearing area until a final fracture occurred. Because of the excessive damage of the fracture surface, the starting point of the crack could not be determined as well as the final fracture area. The present investigation could not work out a root cause due to the lack of further information and the damage on the fracture surface.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient was implanted approximately two years ago. It was detected in (B)(6) 2012 that the screws were broken. The broken screws will be removed in the upcoming surgery for (B)(6) 2013.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing. Implant date should be (B)(6) 2011.

Manufacturer narrative:
Device used for treatment and not diagnosis. Implanted approximately 2010. Explant scheduled for (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: nkb, kwp, kwq device explanted prior to 2/14/2013.

Event description:
This is report 1 of 3 for (B)(4).